Event description:
It was reported to philips that the system was not able to start anymore. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer remotely and confirmed the reported issue. The biomed found that the mains circuit breaker was cut off due to abnormal voltage from the uninterruptible power supply (ups). A philips field service engineer (fse) inspected the system on-site and identified a defective fuse in the battery pack. While the fuse was replaced, the system failed to switch again on with the ups. After replacing the ups 1phase data integrity control unit the system could be started up, but an error message of battery pack defective appeared. To resolve the issue, the fse replaced the ups 1phase data integrity battery. After the replacements, the system was returned to use in good working order. The ups 1phase data integrity battery was returned for further analysis. Functional test confirmed that the battery was not working as intended due to an electrical defect. The ups 1phase data integrity controller was returned for further analysis. Functional testing revealed that the control unit was not working as intended due to an electrical defect. The codes were updated based on the investigation outcome.